Event description:
Customer reported repeated error for a faulty hand piece and reported it sounds noisy. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
During pre-repair assessment performed by a technician, functional testing was performed and revealed the device showed signs of water damage and was not functioning properly. This was attributed to improper maintenance of the device. Device was replaced and returned to the customer.